Event description:
Johnson and johnson, depuy, pinnacle hip implant installed on (B)(6) 2006. Everything was looking and feeling good for 4-6 months. Then I started getting unexplained pain in the femur and hip bone. Occasionally, a sharp knife-like pain but mostly a constant aching type pain. Interferes with sleep, concentration thinking and day to day activities especially bending forward. I have been on a class 2 narcotic pain med since the pain began. Is the chromium and cobalt causing galvanic corrosion and a micro-electric current that the nerves are reacting to? X-rays show no loosening or shavings, there is no explanation at this time. The surgeon implied that I am the only one having post surgery pain.